Event description:
It was reported that 20 minutes into a subdermal coagulation procedure following liposuction, the tip of the handpiece broke off inside of the patient's left upper quadrant of the abdomen. The handpiece tip broke in the first 3-4 passes. The surgeon attempted to palpate the tip under the skin but he could not feel it as the patient has a lot of fibrosis. The patient was then sent for an x-ray which did not show a foreign body. Renuvion treatment was completed with another cannula. A notification was sent to the surgeon that the apr device used during the subdermal coagulation procedure is made of ceramic materials. This type of material is not radiopaque and therefore, would not show on a x-ray. However, the surgeon does not believe the retained ceramic tip would pose a health risk to the patient and remains inside of the patient.